Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited low pacing impedance. Additionally, there was low amplitude on the ra lead and high threshold measurements on the right ventricular (rv) lead. Surgical intervention was done and all three products were replaced. The pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at out post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted holes in the right atrial and both right ventricular seal plugs. Microscopic visual inspection of the lead barrels noted dried body fluid in both lead barrels. Visual inspection noted no further anomalies. The battery status was unable to be tested due to the depleted condition of the battery, but a magnet applied to the device confirmed a magnet rate of 30 pulses per minute which is consistent with the end of battery life. Electrical tests were performed and pacing and sensing capabilities were confirmed. Analysis was not able to confirm any characteristics that would have caused or contributed to the reported observations of low impedance, low amplitude or poor morphology, or high capture thresholds.

Event description:
This supplemental report is being filed as the device has been returned and evaluation completed.